Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead had a low and out-of-range high voltage impedance. The device was reprogrammed to address the issue, and the patient was in stable condition.